Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support because the ilet indicated a glucose value of 44 mg/dl while a contemporaneous fingerstick measured 77 mg/dl, and the user had already consumed orange juice; support guided the user to calibrate the sensor and to allow glucose to rise before eating and announcing. Symptoms included no reported clinical effects. Outcomes included temporary hypoglycemia outside the target range for about one hour without medical intervention. Investigation included customer counseling, guided cgm calibration, and confirmation of back-up carbohydrate treatment. Investigation of this case revealed low cgm readings inconsistent with capillary glucose and no device alerts or alarms, with the event managed through oral glucose and calibration, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to link the device to the event.